Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair tep (totally extraperitoneal patch) procedure, the balloon would not inflate when the camera was inserted. It sounded like the seal was bad at the camera port as if the air could be heard leaking out. The balloon did blow up after removed from the patient, however, the seal was covered. The procedure was completed as expected with a different balloon. Currently the patient is doing well.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.